Manufacturer narrative:
(B)(4). (Exemption number e2015033). Based on the received information, it seems that the reported deterioration of hearing was caused by a post-operative migration of the active electrode array out of cochlea, as confirmed by diagnostic images. A full insertion was reportedly achieved at initial implantation. In addition, device investigation revealed damage to the active electrode likely caused by the partial extrusion due to minute device mobility. Other damages found during investigation are related to the removal surgery. The device's electronics operates within specification. This is a combined initial and final report.

Event description:
The user has a significant decrease in performance. The audiologist reported that the user had some channels turned off from the initial activation supposedly due to incomplete insertion of the electrode array at implantation. However, according to the implant registration card a full insertion was achieved at initial implantation. The recipient was re-implanted with a competitor device on (B)(6) 2017.